Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that deployment of the device in an active hematoma could have prevented proper deployment of the device, leading to the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided, a2: age or date of birth: requested, not provided, a3a: sex: requested, not provided, a3b: gender: n/a, a4: weight: requested, not provided, a5: ethnicity: requested, not provided, a6: race: requested, not provided, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician had 6 french (fr) sheath access in the common femoral artery for a diagnostic femoral angiogram. There was a hematoma at the access site from a previous procedure, resulting in notable depth for the sheath to reach the arteriotomy. Therefore, when the physician attempted to close the access with a 6 fr angio-seal, the sheath struggled to reach the arteriotomy and had a significant bend. Nonetheless, the angio-seal sheath achieved pulsatile return, but when attempting to deploy the angio-seal, the footplate and collagen would not pass through the sheath. It is presumed that the steep angulation and bend in the sheath inhibited the angio-seal from exiting the sheath. Consequently, the sheath and angio-seal device were successfully removed, and closure was achieved with manual pressure. There were no patient injuries, and no medical or surgical intervention was required. There was no blood loss. The type of procedure performed was a lower extremity angiogram.